Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. Section e initial reporter (full) phone no.:(B)(6).

Event description:
The complaint/event involved a microclave¿ clear neutral connector. In the picu, it was reported that the plunger within the connector got stuck down inside and it will not allow flow during an infusion. The line was placed on the patient on (B)(6) 2024. There was no report of human harm.

Manufacturer narrative:
The complaint on the mc100 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined.